Event description:
It was reported that during a right atrial (ra) lead replacement procedure, this implantable defibrillation lead exhibited oversensing of the atrium when it was connected to the device. The oversensing resulted in pacing inhibition during the procedure. It was reported that the coil was partially in the atrium. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the additional intervention performed to replace the lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted cuts in the insulation consistent with damage caused during the procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a right atrial (ra) lead replacement procedure, this implantable defibrillation lead exhibited oversensing of the atrium when it was connected to the device. The oversensing resulted in pacing inhibition during the procedure. It was reported that the coil was partially in the atrium. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.